Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was not confirmed. The unit was tested, inspected and results revealed that the unit powered up normal. The unit was turned on several times during testing without any issue. Additional testing found that the lamp door was missing and the high intensity of the lamp was found to measure out of specifications and both parts need replacement. The user facility has been provided a estimate for the replacement of the missing door and lamp. If any new information becomes available, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the device was not turning on. The reporter stated that this was discovered during preparation for use so there was no patient involvement or patient harm. The reporter stated that no fuses or wires were found to be disconnected from the device. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation. A review of the device history record (DHR) confirmed the subject scope was shipped in accordance with specifications via DHR. Per labeling review: troubleshooting guide for: the power fails to turn on, the possible cause: the lamp cover is not closed firmly or removed. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause is suspected as a possibility of the lamp cover is not being closed firmly or removed. Olympus will continue to monitor the field performance of this device.